Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence. Reportedly, the customer was removing insulin from a cartridge to fill the new cartridge to resolve issue. Multiple attempts were completed by tandem technical support to educate customer on the off-label use. There was no adverse impact to the customer¿s blood glucose level.